Manufacturer narrative:
Device evaluation anticipated upon product return from customer.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation was confirmed. Visual inspection of the returned device found no deformities, kinks, or bends on the introducer and the wiper valve was found to be missing from inside the hub on the device. The returned endovent was inserted into the returned introducer and was flushed with dyed water and a leak was detected between the clamp lock of the endovent and the male hub luer on the introducer. The device was also submerged under water and air was flushed through device and leakage was detected in the same area. The root cause of the leak was unable to be determined. Manufacturing records were reviewed and there were no related non conformances identified. No CAPA is applicable as no manufacturing defect was confirmed. The instructions for use, training, and risk control measures are appropriate at this time. Trends will continue to be monitored through the edwards quality system.

Event description:
As reported a endovent, ev, had leakage during the procedure. The surgeon inserted the introducer of the endovent in the internal jugular vein of the patient. He noted abnormal leakage of blood in the introducer (junction of green and white, at the main port for introduction of the endovent. It was leaking so much that they have decided to remove the introducer. They opened a new endovent package, during use of this new ev a new leak was noted, less than the previous one (in the same position). They have decided to leave the introducer in place to use the endovent and used a band-aid to stop the leakage (2014-05503-2). Only the first device is available to return, the second ev was initiated as a complaint.